Event description:
The facility representative reported a colleague infusion pump with a reported condition of "air in line when there was no air in the line." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was that the air sensor baseline was too high. The ail pcb (air in line printed circuit board) was recalibrated. Additional: the user interface module master software version is 6.13.90, categorized as remediated. A service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.